Manufacturer narrative:
Hardware low level failure alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Event description:
Customer's mother reported via phone call that insulin pump had hardware low level failure. Customer was able to successfully clear the alarm. Customer is able to complete pump rewind. The customer¿s blood glucose level was 180 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.